Manufacturer narrative:
Continuation of d11: product ID 8781 lot# unknown implanted: (B)(6) 2016 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that an 8583 catheter passer was used on (B)(6) 2019.

Manufacturer narrative:
The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8781 lot# (B)(4)serial# implanted: (B)(6)2019 explanted: (B)(6)2019 product type catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a manufacturer's representative. The catheter was replaced due to the lea kage on (B)(6)2019. The issue was resolved. The patient status was alive - no injury. Contributing factors were unknown. The catheter would be returned. Further complications were not reported or anticipated. An x-ray of the catheter while still implanted and images of the catheter during the operation were provided, but the catheter leak could not be confirmed via the images.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer and healthcare provider (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. The indication for use was not reported. It was reported the patient's doctor said ¿all was okay¿ with the pump. However, the patient¿s wife (who was a nurse) did not agree with the doctor; the patient and the patient¿s wife were adamant that the pump was not working properly. The patient¿s wife was quite confident in saying that there was a problem with the pump system and that the doctor had not looked hard enough. The patient and the patient¿s wife knew there was a problem with the pump from the symptoms. No specific symptoms were given. They were hoping to speak to someone from the device manufacturer who was an expert in the pump to help problem-solve what the issue might be and guide the next steps with the physician group. There were no environmental, external or patient factors outside of normal use reported that might have led or contributed to the event. It was noted that the patient had been through full-on withdrawal about 7 or 8 times in the past and partial withdrawal about 11-15 times. The patient was now completely withdrawn from the intrathecal baclofen although [the doctor said] the pump was working fine and pumping out medication; medication was not going to his spinal cord. The patient had experienced ¿every single complication in the book¿ with respect to the intrathecal baclofen pumps other than multiple organ failure and death. Information regarding when the patient first started experiencing issues/symptoms was not available. The pump physician team told them it was dysreflexia, so they saw psychiatry, and they said it was the pump. A manufacturer representative was going to contact the physician¿s team and contact the patient after to provide a second opinion. The manufacturer representative would make it clear that they did not want their opinion to be taken above the doctor¿s opinion. A dye study was performed on (B)(6) 2019 and a catheter leak was confirmed. They were waiting for a surgery date to change the pump [and catheter], which should resolve the issue. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.